Event description:
It was reported that the lead integrity alert (lia) and patient alert triggered due to the right ventricular [rv] oversensing, noise, and increase in impedance. The device was reprogrammed and the rv lead therapies were turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device has been analyzed and revealed that there was a lead integrity alert triggered, there were 2 patient alerts for lead failure predictor on (B)(6) 2012 and (B)(6) 2012, oversensing, 4 - ventricular nst<=180 ms between (B)(6) 2011 13:38:32 and (B)(6) 2012 22:10:40.